Event description:
Additional information was received and it was reported that the patient¿s new/current doctor felt that the concentration she was receiving was too high and had initially been planning to decrease the concentration by a half a percent per month, but then she had the MRI in december and the catheter issue was found. The catheter was in ¿two groups of gnarly knots at the base of the spine¿. The hcp (healthcare provider) then filled the pump with saline. Prior to the MRI, the patient wasn¿t aware of any problems. The saline was being delivered at such a slow rate that she only needed to see her managing hcp every 6 months; her next appointment was in (B)(6). As of the date of this report, the patient was supposed to have an MRI of her lumbar spine. The patient was ¿fighting¿ her decompression fractures and it was painful. It was noted to be unrelated to the pump. The patient mentioned her copd and stated that she quit smoking for a year and half.

Event description:
It was reported that when the patient saw the physician on (B)(6) 2013 the physician ordered and magnetic resonance imaging (MRI) scan and x-ray of her back. During the third visit the patient was told she had a bunch of knots in her back; the catheter was kinked. The catheter was supposed to go up to t10; however, it was¿ no where near there.¿ this device system delivered fentanyl, clonidine, baclofen, and morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l36544, implanted: (B)(6) 1996, product type: catheter. Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).